Manufacturer narrative:
The cadiere forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis was able to confirm the reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.223" x 0.663" was found to be broken off the yaw pulley. The broken piece was returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. Log review shows the cadiere forceps was last used on (B)(6) 2020 on system sk0434 with 5 uses remaining.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while dissection in the abdomen the tip broke off a cadiere forceps instrument. The customer found and removed the tip from patient. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) contacted a nurse and obtained the following additional information about the complaint: the cadiere forceps was in use for about 30 minutes when it broke. There was no instrument collision that occurred. Unfortunately, there was no video recording or photo of the incident. The surgeon doesn¿t know what caused the instrument to break. The site used a tip up fenestrated grasper to retrieve the fragment from the patient. No post operative tests were needed. They continued the procedure by using a back-up cadiere forceps. There have been no reports of injury to the patient post procedure.